Event description:
Patient reported, "a capsular contracture baker grade IV on the left side and device is affected by recall." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b.5., d6b., g2, h.6.

Event description:
Healthcare professional later reported "left side: secondary sagging, waterfall symptom, capsular contracture baker grade IV." The device has been explanted.